Event description:
Information received from the field notes that attempts to interrogate the device were unsuccessful. An ECG indicated normal pacer inhibition due to the patient's sinus rhythm of 75 bpm. The patient was not symptomatic and not pace- maker dependent. A second follow-up found that a telemetry link could not be established.